Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Pictures were provided and reviewed. The pictures show the device in a coiled position and there appears to be a kink in the catheter. The lot number in the photo matches the report. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the pre-loaded wire guide and the balloon protector sheath still over the balloon. During a visual examination, a kink and break in the outer blue catheter was identified approximately 121 cm from the distal end of the white strain relief. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting, or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
In preparation for a procedure, the user selected a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] customer received the product faulty. Pictures were provided showing a section of catheter badly bent/arched. There was no reportable information at this time. Device was received for evaluation on (B)(6) 2025 and it was determined that the blue catheter was broken near the middle of the catheter [subject of report]. This occurred prior to patient contact; there was no impact to the patient.